Event description:
During the initial implant procedure, the stylet was unable to advance into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of unable to advance stylet into the lead was confirmed. As received, a complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted into the lead. Destructive analysis found dried blood inside the inner coil at the proximal region of the lead. The cause of the reported event was isolated to the inner coil being clogged with dried blood. Visual and x-ray inspections did not find any anomalies.